Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of lot t15107n. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Unable to determine the root cause of the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported a discrepant high tni result for one patient on triage sob vs. Vidas patient symptoms and diagnosis are unknown. No adverse events were reported.